Manufacturer narrative:
The initial reported event of infection was received on 2019-03-11. Of note, the serious injury is normally submitted via an alternative summary report that would have been due on 2019-04-30. Information was subsequently received on 2019-04-09 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product event summary: the proximal portion of the lead was returned and analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to infection. The right ventricular (rv) lead was returned and analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.